Event description:
Leaks observed on arterial pressure line and exit line to cdi monitoring cell. No potential for contamination/ injury. Manufacturer's representative notified and responded. No patient harm.